Event description:
It was reported that the nasal pointer validated with 10-12 mm of accuracy, which is in the unacceptable range, during a transsphenoidal procedure. The case was completed successfully using a back up device, without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the nasal pointer validated with 10-12 mm of accuracy, which is in the unacceptable range, during a transsphenoidal procedure. The case was completed successfully using a back up device, without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event that the pointer did not validate within the acceptable range of accuracy was confirmed. Based on the investigation results, the pointer tip was bent. Therefore, the pointer could not be validated. It is possible that bending forces caused the reported event. The pointer was repaired and put back into stryker stock.